Event description:
It was reported that a tandem mobi cartridge alarm occurred on multiple occasions, including (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level during these events, as the blood glucose value remained below 500 mg/dl. Although the issue is not currently happening, the customer was advised by technical support to contact them for any recurring issues in the future, and the case was closed upon acknowledgment.